Manufacturer narrative:
The failure investigation has been completed and the alleged button issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported low bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the display intermittently did not turn on when the customer pressed the wake button. The customer's blood glucose (bg) level ranged from 35-469 mg/dl. The cause of the low bg was reportedly unknown. The customer addressed for the low bg by consuming carbohydrates. Reportedly, the button began working as expected after the customer pressed the button with more force.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor (cgm) reading did not drop below 120 mg/dl on (B)(6)2018. The user requested a bolus for 20 grams of carbohydrates, a bg of 240 mg/dl and had 0.64 units of insulin on board (iob) remaining. The pump recommended a bolus of 3.75 units. The user instead overrode the recommended value and delivered 13.75 units of insulin. Complaint could not be confirmed. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.